Event description:
It was reported that a catheter issue occurred. The patient presented with peripheral artery disease for an angiogram of the non-calcified and non-tortuous superficial femoral artery (sfa). The opticross 18 imaging catheter was advanced over the wire for intravascular ultrasound (ivus) examination of the vessel. Imaging was off and the radiopaque marker could not be seen going into the sheath or in the sfa. When the device was removed, the tip looked kinked. The procedure was successfully completed with another ivus catheter and there were no patient complications.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed the distal part of the imaging window and the sheath were kinked. Microscopic inspection revealed that distal part of the imaging window was kinked, and the tip marker band was in good condition. Impedance test revealed electrical open at the proximal end of the catheter. X-ray analysis revealed no discernible defect with the tip marker band. Media provided by the site revealed the distal part of the imaging window was kinked.

Event description:
It was reported that a catheter issue occurred. The patient presented with peripheral artery disease for an angiogram of the non-calcified and non-tortuous superficial femoral artery (sfa). The opticross 18 imaging catheter was advanced over the wire for intravascular ultrasound (ivus) examination of the vessel. Imaging was off and the radiopaque marker could not be seen going into the sheath or in the sfa. When the device was removed, the tip looked kinked. The procedure was successfully completed with another ivus catheter and there were no patient complications.